Event description:
Physician reported a case of capsular contracture baker grade unknown. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation:analysis of the returned device identified: weight to the spec, deformation device, creases fold and red particles in the shell. Based on the device analysis the final assessment is: no issues found related with the manufacturing process the event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.